Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced hyperglycemia event and the patient went to emergency room and got hospitalized on (B)(6) 2025. The blood glucose level was 1200 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin. The patient was hospitalized for greater than 24 hours. Patient was in coma for three days and got released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.